Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08771. It was reported that the patient ate nuts and developed a new allergy with a rash and difficulty breathing. The patient presented to the emergency room. On the chest x-ray, the right ventricular (rv) and right atrial (ra) leads were found twisted and pulled back into the pocket due to twiddler's syndrome. The patient presented to the hospital for a lead revision on (B)(6) 2021. Upon ra lead inspection, noise episodes and gradual impedance increase, indicating lead fracture, were observed. Decreased p-wave sensitivity was also noted. When the physician tried to retract the ra lead helix, the helix would not retract. All of the ra lead slack was in the pocket. The physician was able to add a little slack into the ra lead so it was not pulling back on the atrial chamber. The ra lead was capped and replaced. The rv lead tests were stable and within normal limits. The physician was concerned about stress on the rv lead insulation with the wrapping that had occurred with the leads, but the physician was unable to produce any noise or any instability in the lead impedance. The physician was able to push slack back into the rv lead. The rv lead was connected with the existing generator. The patient tolerated the procedure well.